Event description:
Note: event date is not known. The complainant reported to boston scientific (bsc) on december 07, 2006 that a male patient (age unk) underwent a colonoscopy/polypectomy procedure. The radial jaw 4 biopsy forcep was utilized within the sigmoid colon to remove small polyps. After the procedure the patient began to feel pain. The patient underwent a CT scan and small perforations were noted in the colon. Patient is stable and bsc is not aware of any adverse effect to the patient.

Manufacturer narrative:
The customer indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.